Event description:
Following an occipitocervical fixation, approximately 2 weeks following surgery the pt complained of neck pain. An x-ray showed that 2 occipital bone screws had backed out from the site of implantation. Contact reported that a revision was planned. As surgical intervention is required an MDR shall be filed to document the event.